Event description:
Reportedly, on (B)(6) 2025, during an alizea interrogation, the ble communication was lost. The egm in real time was lost, then it was impossible to program new parameters, to reconnect to the device and reinterrogate, or to leave the session. Therefore, the battery was removed in order to reinterrogate.

Manufacturer narrative:
Analysis of the provided files did confirm the reported event. Multiple communication and reconnection errors are visible on the logs. No additional findings were visible. The most probable hypothesis is that a poor environment quality, leading to ble loss and reconnection errors, caused the reported event. The main origin could not be established with certainty. Advice is to look at the quality of the wireless connection (rtd in header present or not and communication media button blinking without any bar filled) and then to switch in inductive communication mode to enhance the communication if necessary. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Review of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 6-november-2025, during an alizea interrogation, the ble communication was lost. The egm in real time was lost, then it was impossible to program new parameters, to reconnect to the device and reinterrogate, or to leave the session. Therefore, the battery was removed in order to reinterrogate.